Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detached from connector on (B)(6) 2024. The infusion set was in use for 3 to 4 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of record 3709030 does not require a type 2 reportable complaint to initiate a child investigation. This child investigation was created and subsequently closed to document the DHR review, which was necessary to advance the parent record to the review and summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007477 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007477 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 10 on 01/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4e03558 was manufactured according to the wi version 11 and manufactured in the machine igtl01, on 31/may/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f01492 was manufactured according to the wi version 64 and manufactured in the machine sc01, on 07/jun/2024, with a total of (B)(4) units. The review of the DHR revealed that during outgoing test #6, one sample was found to have contamination. Consequently, an extended for this issue was raised. However, according to the sampling results, the lot was accepted. Furthermore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint malfunction code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.